Manufacturer narrative:
A philips bench repair technician (brt) confirmed the speaker was not producing sound and determined that the speaker assembly needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that during repair of the monitor for physical damage, it was noted that there was no sound coming from the speaker. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.